Manufacturer narrative:
Reason for reoperation: rupture. Further information from the reporter regarding event, product, surgery details and patient details have been requested. No additional information is available at this time.

Event description:
Healthcare professional reported unknown side rupture. Device has been explanted.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed, broken on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b2, b5, b6, d1, d2, d4, d6a, g4, h4, h6